Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0228218v, implanted: (B)(6) 2002, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7438, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0228218v, implanted: (B)(6) 2002, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that since yesterday the patient did not feel like one side was working. It was noted that the patient¿s legs started hurting and they were in a wheelchair. It was noted that the patient¿s arms and legs were hurting and they used their walker to get to breakfast. It was noted that it was ¿no good for anything and their legs didn¿t work.¿ it was noted that the device helped with the patient¿s legs and parkinson¿s. It was noted that the patient had a follow-up appointment two weeks from now. It was noted that the no one told the patient how to use the patient programmer. It was noted that they gave the patient¿s children instruction on how to use the programmer but they did not give anything to the patient. Additional information has been requested, but it was not available as of the date of this report. Please refer to manufacturer report #3004209178-2014-03803.

Event description:
Additional information received reported the patient was good and they did not have any issues.